Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during testing, the display screen was not visible. Evidence of moisture was observed in the display screen. The pump failed a leak test in the area of the display lens. The pump cover was opened and moisture was found throughout the pump. A test screen was installed and displayed normally. Unrelated to the initial complaint, two cracks were observed in the battery compartment.